Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection revealed that the distal tip, of the guidewire, was detached. Microscopic inspection revealed the coating hydrophilic was peeled.

Event description:
It was reported that the device lost the distal tip coating. Vascular access was gained via ipsilateral approach. The target lesion was located in the nearly occluded left peroneal artery. A 300cm v-14 control wire guidewire was selected for use in a an angioplasty procedure. An attempt to cross the lesion was made; however the guidewire failed to cross the lesion. The guidewire was removed from the patient. A fluoroscopy image showed a piece of the wire coating was still in the patients vessel, adjacent to the occlusion. It was not possible to retrieve the piece of the wire coating. The physician was happy to conclude the case at this point as the piece of wire debris could not move past the occluded portion of the vessel. There were no patient complications as a result of this event. It was further reported that there was no attempt to remove the piece of wire coating from the patient and there are no plans to try and retrieve it.

Event description:
It was reported that the device lost the distal tip coating. Vascular access was gained via ipsilateral approach. The target lesion was located in the nearly occluded left peroneal artery. A 300cm v-14 control wire guidewire was selected for use in a an angioplasty procedure. An attempt to cross the lesion was made; however, the guidewire failed to cross the lesion. The guidewire was removed from the patient. A fluoroscopy image showed a piece of the wire coating was still in the patients vessel, adjacent to the occlusion. It was not possible to retrieve the piece of the wire coating. The physician was happy to conclude the case at this point as the piece of wire debris could not move past the occluded portion of the vessel. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to retrieve additional details regarding the device status, but further information was unable to be obtained.